Manufacturer narrative:
In a gfe response from the asp received, it was stated that the customer had decided to not proceed with the device repair through philips at this time. Philips is unable to confirm the final disposition of the device because the customer refused service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: facility information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not available. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer checked the device and confirmed that the ventilation and touchscreen were working. Believes that the issue is with the liquid crystal display (lcd) assembly or backlight inverter board. The customer was informed by the remote service engineer (rse) that the 2nd generation lcd was not backwards compatible with the other display components, so replacement and upgrade to the 2nd generation lcd assembly would require several other parts replacements. This investigation is ongoing.